Event description:
It was reported the patient never had therapeutic effect and experienced a loss of bladder control, since the day of implant three days prior to report. It was stated the symptoms were at the implantable neurostimulator (ins) site and the patient did not feel stimulation in the bicycle seat area, but more at the implant site. Reportedly, the patient was on program 4 at 6.5 and still felt symptoms and was not sure what to do. The patient was recommended to keep track of symptoms stimulation amplitude as they were only implanted three days prior. The patient had a follow up appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported on program one it sometimes hurt ¿like a hammer was pounding.¿ additional information stated the patient was still having concerns with their device or therapy but was working with their doctor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implantable neurostimulator never worked and was replaced a year or so later. (Manufacturer's records indicate that the implantable neurostimulator was replaced on (B)(6) 2014).

Manufacturer narrative:
The manufacturing site ID for regulatory report number 3007566237-2013-03024 has been updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's indication for use is gastrointestinal/ pelvic floor.

Event description:
The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was on program 4 at around 5 volts and stated it didn't work. It was stated on (B)(6) 2013 the patient was changed to program 1 at 4.3 volts and that program was a lot better. It was also stated it seemed like she had to pass stool a lot of times. It was noted the patient could feel it in the lower buttock area on the right and then there were times the patient didn't feel sensation at all and sometimes it was like a fluttering feeling or a hammer pounding sensation. It was also noted the sensation kind of hurt, it was not painful to where she couldn't stand it or anything. The patient stated 90% of the time she didn't feel it and didn't know why sometimes she felt it and other times she didn't. Reportedly, the week prior to report it was pretty good and then got gradually worse. The day prior to report it was like she didn't have it on at all and in the afternoon was going to the bathroom every 20-30 minutes and also had leakage. It was stated the patient was on program 1 at 4.3 volts with a lightning bolt. It was reported within a week of implant there was no improvement. The patient was on program 4 first then switched to program 1 and still no improvement. The patient reported she was not on program three for about a week and a half ago. The urine part had improved 50% but aggravated the stool part. The patient experienced a loss of therapeutic effect and as redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.